Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g120 scaler, there was no air or water flow, and there was a burning smell; no injury resulted.

Manufacturer narrative:
No vibration due to malfunction with the main oscillator board, open or shorted transistor not producing any oscillation. Clogged duckbill filter causing poor air/powder flow, flattened pinch tube restricting air/powder flow, cracked powder bowl cap. Poor water flow regulation, debris buildup in the water filter.